Manufacturer narrative:
Sections with additional information as of 23-nov-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 22-sep-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. No additional blood tests were performed using the true metrix meter. Note 2: manufacturer contacted customer in a follow-up call on 28-sep-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she had received the replacement products but had not yet used them. Note 3: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Customer has been using the true metrix meter for one week. The customer is concerned with test results from non-fasting results obtained of 82, 72, 85 and 79 mg/dl. The customer¿s expected am fasting blood glucose test result range is 60-90 mg/dl (as per her doctor) and expected non-fasting blood glucose test result range is 80-130 mg/dl. At the time of the call, the customer reported feeling fatigued; medical attention was not needed at the time. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/13/2023 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: (B)(6).